Event description:
On october 2004 (date to be confirmed), an implanted polaris adjustable pressure valve was overdraining csf, despite the highest pressure setting. The valve was explanted for a sophy adjustable pressure valve, model sm8-400. Additional information including the date of event should be available with the returned valve. No injury was found to the pt due to the valve occlusion.